Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the stylet could not be removed from the left ventricular (lv) lead. The lead was explanted and replaced to resolved the event. The patient was in stable condition.